Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: 0011969987; ubd: 2025-09-25; and UDI#: (B)(4). Product ID: l-evolutfx-2329; lot #: 0011945517; ubd: 2025-09-07; UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, complete atrio-ventricular block was observed. Subsequently, a temporary pacemaker was used. Following the procedure, hemostasis of the vascular access was not possible with a closure device; therefore, surgical treatment was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was not implanted for the complete atrio-ventricular (av) block. The left side was used as the access site for the delivery catheter system (dcs), and the injury occurred on the left side. The minimum diameter of the left common iliac artery was 3.9 millimeter¿s (mm) by 6.3 mm. The injury occurred while removing the sheath. Per the physician, the cause of the injury may had been blood vessel damage caused by the non-medtronic (perclose) closure device. Per the physician, the dcs did not cause or contribute to the injury. No additional adverse patient effects were reported.